Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient received a trident ceramic acetabular hip system in 2005. It is alleged "since the implantation of the device, the plaintiff has experienced significant loosening and discomfort in the area of the device and required revision surgery on (B)(6) 2010."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. Therefore, the exact cause of the reported event cannot be determined.